Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's reading was 120 mg/dl. The customer also reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump passed the displacement test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file was overwritten with displayable history crc alarms. The displayable history crc alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked lcd window and cracked reservoir tube lip.